Event description:
A customer contacted beckman coulter inc. (Bci) regarding a non-reproducible false positive troponin (accutni) result of 4.4ng/ml generated by the unicel dxl 800 access immunoassay system which repeated on a different instrument as '<0.3ng/ml'. The erroneous result was reported outside of the laboratory. The patient was admitted to the ICU and received treatment for a myocardial infarction. The specific treatment was not supplied by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched and on-site (B)(4) 2011. Fse successfully performed high-sensitivity system check, carryover test, dilution test. Fse noted that maintenance records were up to date. Fse was unable to find a clear root cause for the erroneous result.